Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient had her implant removed a long time ago since she was in a lot of pain. It was noted that the whole system was removed. There were no further symptoms or complications reported or anticipated.